Event description:
It was reported that the patient experienced an infection at the ipg site. As such, the entire system was explanted on an unknown date to address the issue. Reportedly, the infection has resolved.

Manufacturer narrative:
Date of event and date of explant is unknown.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.